Event description:
Procedure type: wedge resection. According to the reporter: the first firing was completed normally. Articulating the device, the doctor started the second firing. The speed of firing was faster than usual at first and it stopped in the middle of firing, about 2cm along the staple line. It could be released from tissue with no damage involved. Using another sulu with no reinforcement material, the case was recovered completed. Add'l resection was required to cut the part where the reinforcement sheet jammed. Operating time was extended by less than 30 minutes. There was no unanticipated bleeding of more than 500cc.

Manufacturer narrative:
(B)(4).